Event description:
Caller alleged that pump bolus calculation was incorrect, which was noticed before delivery confirmation. The customer's blood glucose level was impacted, registering at 42 mg/dl. To address the low blood glucose level, the customer consumed carbohydrates without needing third-party assistance. Technical support assisted the caller in updating incorrect settings.